Event description:
During a thoracoscopic wedge resection, the cartridge fell out of an ez45b twice into the pt. A second device was opened to complete the case. No buttressing material was used. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be conforming to design spec. The instrument was cycled, fired, cut, and formed the staples within design spec. The returned cartridge had broke alignment fangs, and with damage to the left surface edge. No conclusion could be reached as to how this damage occurred. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.